Event description:
A malfunction was reported on the pump with no notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.